Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site address was shortened due to character limitations. The complete address is (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not cycling. There was no harm reported.

Event description:
It was reported that during pre-use testing, the cs100 intra-aortic balloon pump (iabp) was not cycling. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and performed inspection on the pump. First, the fse found that the shuttle transducer was out, and a calibration attempt was made without success. The transducer was replaced and a new calibration was carried out which the equipment worked normally again. The safety disk and the vacuum/pressure motor kit 5000 were also replaced. After all changes, the equipment was tested for more than 2 hours and did not show any abnormality in its operation, equipment released for use.